Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received moisture damage found on electronics assembly and motor home switch. The insulin pump had cracked case window display corners and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump had moisture damage, damage and button error alarmed. The customer's blood glucose reading was 112 mg/dl. The customer stated the insulin pump was exposed to ocean water. She the insulin pump did have some cracks on the corners of the lcd screen. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced.